Manufacturer narrative:
The MFR was advised that the 2 vd pumps will not be returning for evaluations they were disposed of. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with biventricular support. It was reported by the vad coordinator that the pt had received biventricular support for primary graft failure after a heart transplant. The pt had been discharged home on (B)(6) 2012 but returned to the hospital on (B)(6) 2012 and expired in the emergency room from a cerebrovascular accident (cva stroke). Additional info provided by the hospital stated that the pt had been started on lovenox a couple a days prior to the stroke and the cva may have occurred due to pump thrombus. Both pumps, serial numbers (B)(4), were disposed of and will not be returning for eval.